Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was part of a system explant due to a patient infection. The device was removed at a later date. A fracture was noted on one of the leads causing blood clots to form, however the specific lead could not be determined. There was no report of adverse patient effects due to the explant procedure.